Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported a lead connection issue during the implant attempt of the subject pacemaker. Specifically, it was indicated that the typical "click sound" associated to the torque limiting function of the associated screwdriver was not heard and that the setscrew was spinning freely. When the screwdriver was removed, the setscrew became dissociated from the pacemaker.

Manufacturer narrative:
(B)(4). Please refer to the attached investigation report.

Event description:
The physician reported a lead connection issue during the implant attempt of the subject pacemaker. Specifically, it was indicated that the typical "click sound" associated to the torque limiting function of the associated screwdriver was not heard and that the setscrew was spinning freely. When the screwdriver was removed, the setscrew became dissociated from the pacemaker.